Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. Product not available to be returned.

Event description:
It was reported that during inspection conducted the distributor facility, foreign material was found in the sterile packaging of the product. There was no patient involvement, no delay, no medical intervention and no adverse consequences with this event.

Event description:
It was reported that during inspection conducted the distributor facility, foreign material was found in the sterile packaging of the product. There was no patient involvement, no delay, no medical intervention and no adverse consequences with this event.